Event description:
The customer stated that he has been treated by paramedics three times in the past two months due to hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that his blood glucose levels have been running low every morning. The customer was advised to discuss possibly adjusting his basal rates with his doctor.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.